Manufacturer narrative:
Additional information was added to d9, h4, h6, and h11: h4: the lot was manufactured between march 1, 2024 ¿ march 5, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and a pool of fluid inside a sealed green bag that contains the device was observed which suggests a leak had occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked in its packaging. The balloon of the device was compromised. This was identified while inspecting the product prior to use. The device contained 10800mg benzylpenicillin in 0.9% sodium chloride having a total volume of 240ml. There was no patient involvement. No additional information is available.